Event description:
It was reported to philips that the device passes the test and no warning or alarm appears when in battery mode, but once connected to the mains, the device does not pass the test, it gives the message "insert a valid battery" and the x appears in the upper right. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.